Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, the ruby coil stretched and unintentionally detached within the lantern. Therefore, the detached ruby coil was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 12/20/2024: 1. Section a. Box 3. Sex 2. Section b. Box 5. Describe event or problem. Additional information was added to: 1. Section h. Box 6. Component code 1 and component code 2 2. Section h. Box 6. Health effect impact code 1. Evaluation of the returned ruby coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact, and the sr component was fractured. If the ruby coil is retracted against resistance, damage such as a sr component fracture may occur. This likely contributed to the coil detachment during the procedure. The detached embolization coil was not returned for evaluation. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acoa) and aortic sac to treat a type ii endoleak using a ruby coil, a lantern delivery microcatheter (lantern) and non-penumbra guide catheter. During the procedure, while advancing the ruby coil out of the lantern, the lantern slipped back into the guide catheter. Without realizing that the lantern had slipped back into the guide catheter, the physician advanced most of the ruby coil out of the lantern and the ruby coil formed within the guide catheter. The physician then attempted to retract the ruby coil; however, upon retraction the ruby coil unintentionally detached, with part of the coil within the lantern. Therefore, the physician removed the guide catheter containing the lantern and detached ruby coil. Upon removal of the ruby coil from the guide catheter outside the patient, the physician noticed that the ruby coil was stretched. The procedure was completed using additional ruby coils and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.